Event description:
It was reported that during procedure it was found that the energy was low. The procedure was completed using the same device. There is no information available regarding patient outcome.

Manufacturer narrative:
The console was field service at the user's facility. It was identified that the console's high voltage was only 780 volts, the high voltage control board was replaced. Also, it was found that the four laser cavities had 10 hertz output, but the 45 joules output was only a few watts, thus, the four laser cavities were replaced. It was found that four second relay mirrors and one first relay mirror was damaged, all five mirrors were replaced. After replacing the high-voltage control board, the four laser cavities and the relay mirrors, the issue was resolved. As result the console was functioning as intended. Therefore, the reported event of low power was confirmed.

Event description:
It was reported that during procedure it was found that the energy was low. The procedure was completed using the same device. There is no information available regarding patient outcome.